Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a skin irritation. The patient reported that she occasionally developed a rash under the electrodes, but that she currently had a sore under the back electrode. The patient reported that the rash was half an inch wide and was blistery but not bleeding. The rash was red and itchy. The patient's physician suggested that the patient use an ointment for the rash and advised her to move the electrodes away from the affected area. Follow-up indicated that the rash had healed.